Event description:
Event description cpi received information that a ventak mini implantable cardioverter defibrillator (ICD)/endotak transvenous defibrillation lead system delivered an inappropriate shock and exhibited diaphragmatic myopotential oversensing.